Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt woke up to fluid all over themselves and had "lost a lot of drainage". Per the home pt's nurse, their transfer set was disconnected from the pt line of the homechoice set during therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was associated with this incident, however, the pt was treated prophylactically with 2g vancomycin, intraperitoneally, the next day per the home pt's nurse.